Manufacturer narrative:
Health professional was approximated to yes as the initial reporter's information is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. The same event happened with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but did not detach from the catheter to deploy. The same event happened with the second resolution 360 clip. The procedure was completed with another resolution 360 clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter's information is unknown, but the event was reported to have occurred at a health care facility. Block h6: device 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with clip jaws opened and was detached from the control wire. It was confirmed under high magnification that no activations had been performed. A dimensional examination was performed to further analyze the deployment issue on the braided shaft, and it was confirmed to be within specification. A dimensional analysis was performed on the length of the control wire, and it was confirmed to be within specification. Dimensional analysis was performed on the yoke diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. The handle was disassembled for further analysis, and it was confirmed that the flattening wire was within specification. Additionally, x-ray analysis was performed on the device, and no discernible defect could be seen. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.